Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study: crd_837 - trifecta gt pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2017, a 23mm trifecta gt was implanted into a patient. On (B)(6) 2022, the patient was admitted to the hospital due to dyspnea, nausea, and vomiting. It was discovered that the patient had stenosis. Early structural valve deterioration was diagnosed. The 23mm trifecta gt valve was explanted and a 23mm trifecta gt valve was implanted on (B)(6) 2022. The patient is stable and discharged. No additional information was provided.

Manufacturer narrative:
An event of dyspnea, nausea, vomiting, stenosis, structural valve deterioration and explant of the valve was reported. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. Information from the field on the patient's comorbidities did not find any comorbidities which could have contributed to structural valve degeneration. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.